Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (on b)(6) 1998 [missing records: records for ¿history of umbilical hernia repair with mesh with subsequent recurrence¿ were not provided.] On (B)(6) 2002 [missing records: records for ¿recurrent ventral hernia repair laparoscopically with mesh¿ were not provided.] On (B)(6) 2003 (B)(6) medical center. [Provider ni]. Emergency room visit. Hernia repair times two by dr. (B)(6) with mesh. One-pack-per day smoker, occasionally drinks alcohol. Complains of bulge in abdomen; has been present since last surgery, questioning if this is a hernia or not. [Rest of report missing]. On (B)(6) 2004 (B)(6) medical center. [Provider ni]. History and physical. History of umbilical hernia repair with mesh performed in 1998 with subsequent recurrence. Underwent recurrent ventral hernia repair laparoscopically in 2002 with recurrence within 2 months of the repair. Hernia reducible since this time, approximately 2 days ago noted that he was unable to reduce hernia. Mild discomfort, some secondary nausea and vomiting; states last bowel movement 2 days ago (normal 1-2 a day), also notes anorexia. Past surgical history: hernia repair x 2 as above. Smokes a pack a day, drinks 10-15 beers a week. [Rest of report missing]. On (B)(6) 2004 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: multiply recurrent ventral hernia with incarceration. Postoperative diagnosis: multiply recurrent ventral hernia with incarceration. Operation: exploratory laparoscopy with laparoscopic lysis of adhesions. Open ventral hernia repair with mesh. Anesthesia: general ((B)(6), md). Estimated blood loss: minimal. Indications: briefly, steve is a 49-year-old white male with a history of 2 previous hernia repairs, both with recurrences. He states this hernia had been reducible over the past 2 years but developed worsening abdominal discomfort associated with incarceration of the herniating contents. He presented to our emergency room for further evaluation thereof this morning. He is noted to have a white blood cell count of 22,000. I was unable to reduce the hernia. We therefore elected to proceed promptly to the operating room for intended hernia repair. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operative suite. He was placed in the supine position on the operating table. General anesthesia was administered and the patient was prepped and draped in the usual, sterile fashion to include an ioban drape to prevent skin contamination of the mesh intended for use in the repair. Open access was obtained into the peritoneal cavity and an 11 mm trocar was inserted into the peritoneal cavity with insufflation thereof to 15 mm/hg using carbon dioxide. Three additional 5 mm ports were established under direct visualization of the laparoscopic camera and adhesiolysis ensued for approximately 1 hour in an attempt to reduce the herniating contents. Given the dense adherence of the small bowel loops herniating through the defect, I felt it was wisest to approach the patient anteriorly through an open approach to avoid injury to the bowel during adhesiolysis from a laparoscopic standpoint. A #11 blade was used to make a midline incision and electrocautery was used to take the subcutaneous tissue down to the level of the midline fascia. There were multiple loops of small bowel encountered through what ultimately was recognized as a relatively small hernia defect (5 x 6 cm) in size. It appeared that the defect was lateral to the right lateral aspect of the previously placed mesh of his last hernia repair. The hernia sac was circumferentially dissected and then dissected off the bowel within it and sent off for pathological evaluation. The bowel was then reduced into the abdominal cavity. The fascia was cleared circumferentially on its anterior aspect and an intraperitoneal dualmesh was then placed within excess of 3 cm coverage of the defect and secured with transfascial sutures using a gore-tex suture passer with gore-tex suture. The anterior fascia on either side was then cut in a curvilinear, longitudinal fashion and the medial aspect of the cut fascia was then reapproximated at the mid-portion of the defect using a running #2 novofil suture. Pds suture was then used to secure a polypropylene mesh to the lateral aspect of the cut fascia to reinforce the repair. Two jp drains were then placed anterior to the polypropylene mesh and hooked to bulb suction. The subcutaneous tissues were then reapproximated using interrupted vicryl sutures and the skin edges were reapproximated using skin staples. Sterile dressing was applied and the patient was turned over to anesthesia for further management. The patient tolerate [sic] the procedure well. There were no complications. All lap and needle counts were correct at the end of the procedure.¿ complications: none. Disposition: stable to the recovery room and then to the floor for readmission. Product identification records for the alleged ¿dualmesh¿ were not provided. On (B)(6) 2004 (B)(6) medical center. (B)(6), md. Discharge summary. Admit date: (B)(6) 2004. Admitting diagnosis: incarcerated recurrent ventral hernia. Discharge diagnosis: incarcerated recurrent ventral hernia. Procedures performed: repair of above. Hospital course: presented to our emergency room with a recurrent incarcerated ventral hernia; underwent the above operation which was without complication, tolerating regular diet with jp drains in place and asked for pain control and pain medication. Prescription percocet as needed for pain. Return to clinic in one week for follow-up evaluation and possible drain removal. On (B)(6) 2005 (B)(6) medical center. (B)(6), md. History and physical. History of multiply recurrent ventral hernia repairs; began with umbilical hernia repair performed in 1998 which resulted in recurrence, underwent recurrent ventral hernia repair laparoscopically in 2002 with recurrence within 2 months of repair, underwent open ventral hernia repair with mesh in (B)(6) of 2004 at which time he had incarcerated bowel. Developed another ventral hernia over the upper abdomen just to the left of midline which has gradually increased in size and become [sic] the source of significant discomfort. No obstructive symptomatology. Hernia repair times three as above. Smokes a pack a day, occasionally uses alcohol. Examination: abdomen; soft, nondistended and nontender, large hernia as described above which is reducible. Impression: multiply recurrent ventral hernia; after consultation, elected to proceed with an attempt at laparoscopic repair. Full discussion regarding risks of the procedure including pain, infection, bleeding and the relatively high risk of recurrence given the multiply recurrent nature of his hernias and the relatively high likelihood of the need for conversion to an open procedure given his previous abdominal surgery. On (B)(6) 2005 (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: multiply recurrent ventral hernia. Postoperative diagnosis: multiply recurrent ventral hernia. Operation: laparoscopic lysis of adhesions with recurrent ventral hernia repair with mesh. First surgical assistant: (B)(6), md. Anesthesia: general (dr. (B)(6)). Indications: briefly, (B)(6) is a 51-year-old white male with a multiply recurrent ventral hernia. After thorough consultation, we elected to proceed with an attempt at laparoscopic repair thereof. Description of procedure: ¿after informed consent was obtained, the patient was taken back to the operative suite. He was placed in the supine position on the operating table. General anesthesia was administered, and the patient was prepped and draped in the usual sterile fashion to include an ioban drape to prevent skin contamination of the mesh intended for use in the repair. Access was obtained into the peritoneal cavity with veress needle in the left upper quadrant with insufflation thereof to 15 mmhg using carbon dioxide. A 5-mm trocar was inserted through this incision through which a laparoscopic camera was inserted into the peritoneal cavity. Under direct visualization, 2 additional right-sided abdominal ports were established. Extensive adhesiolysis ensued for approximately one hour to clear the adhesions to include multiple loops of small-bowel to the anterior abdominal wall. It appeared that the previously intraperitoneally placed gore-tex mesh had pulled away from the defect which measured approximately 7 x 9 cm in size. Once adequate adhesiolysis was performed, thereby exposing the hernia defect, I elected to complete the hernia repair with placement of a large piece of dulex mesh. This was fashioned to provide in [sic] excess of 3 cm circumferential coverage and also covered the previously placed gore-tex mesh as well. Eight circumferential transfascial sutures were placed within the dulex mesh which was then inserted into the peritoneal cavity without difficulty. The transfascial sutures were then secured, and the mesh was further affixed to the anterior abdominal wall with a spiral packing device. Adequate hemostasis was ensured, and the trocars were then removed allowing the insufflation to escape the abdominal cavity. It should be noted that 3 additional left-sided ports were required for completion of the hernia repair. The single 12-mm port site was closed at the fascial level using 0 vicryl suture, and all skin edges were reapproximated using skin staples. Sterile dressings were applied. The patient was turned over to anesthesia for further management. The patient tolerated the procedure well. There were no complications. All lap and needle counts were correct at the end of the procedure.¿ estimated blood loss: minimal. Complications: none. Disposition: stable to recovery room and then to floor when awake and alert. On (B)(6) 2008 [missing records: records for ¿debridement of infected mesh and alloderm placement over hernia defect¿ and pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure were not provided.] On (B)(6) 2017 [missing records: records for the CT scan showing ¿negative for fistula¿ were not provided.] On (B)(6) 2017 [facility ni]. (B)(6), resident physician. Discharge summary. Admit date: (B)(6) 2017. Admission diagnosis: subcutaneous abscess. Discharge diagnosis: same. Follow up with your primary care doctor 1-2 weeks for further evaluation. Hospital course: morbid obesity admitted with subcutaneous abscess and some concern for fistulous track, abscess incision and drainage in emergency department. Underwent IV antibiotics and dressing changes, CT negative for fistula, discharged home to follow up in 2 and a half weeks. Will complete 14 days augmentin and continued wet to dry dressing changes. Examination: abdomen; wound packed with kerlix, no sign of new drainage, erythema improved. Impression/plan: abdominal wall abscess draining again; general surgery saw patient, advised no need for culture or antibiotics, will see in clinic as scheduled next week. May shower as normal, no soaking or scrubbing wounds. An antibiotic was sent to pharmacy along with dressing supplies. Report symptoms such as fever, chills, chest pain, shortness of breath, nausea, vomiting, drainage from incisions that is foul-smelling, excessive bleeding from incisions or redness surrounding the incision/wound site, or concerning changes in bowel movements such as blood. Return to clinic (B)(6) 2017. Wound open, will close from the bottom up with dressing changes, continue these dressing changes until we see you in clinic. Place gauze moistened with saline in the wound until the entire wound is packed, place one piece of gauze in wound at a time, do not place multiple pieces of gauze in the wound. Place a dry dressing with tape over top. Watch wound for signs of wound infection; redness around incision, pus draining from wound, fever greater than 101 for 24 hours, any chills. If this occurs you need to come to the urgent care or emergency room to be evaluated. Resume normal activity, you cannot drive while taking pain medications. On (B)(6) 2017 [facility ni]. (B)(6), pgy-3 resident; (B)(6), attending physician. Consultation. Complaint of wound drainage. Has had multiple umbilical/ventral hernia repairs (6, per patient). Most recent repair at hte [sic] va was in 2008; underwent debridement of infected mesh and alloderm placement over hernia defect. Repair held up well; admitted (B)(6) 2014 for 3 days IV antibiotics following incision and drainage of subcutaneous abscess over mesh, wound nearly healed; had small area of persistent drainage that he felt increased in amount got past few days prompting evaluation. Low grade fevers of 99. Former heavy drinker, smokes 4 cigarettes per day. Examination: abdomen; soft, nontender, not distended, morbidly obese, no recurrent hernia. Skin; small punctatate [sic] (less than 1 cm) area of serosanguinous drainage just superior to umbilicus without underlying erythema or fluctuance, unable to express pus, only serosanguinous fluid. Impression/plan: multiple previous ventral hernia repairs with mehs [sic], most recently in 2008. Underwent incision and drainage of abdominal wall abscess (B)(6) with empiric concerns for underlying mesh infection; site has been healing well but has small punctate area of serosanguinous drainage, this was opened and probed; 3 cm of subcutaneous tracking laterally to right with no expression of purulence, tract debrided and packe [sic] with packing strip. 10-day course of bactrim and follow up in surgery clinic (B)(6). On (B)(6) 2017 [facility ni]. Lab. Wound culture: site/specimen: abscess, abdomen. Gram stain: 1+ neutrophils, no organisms seen. Culture results: streptococcus-beta hemolytic group c- quantity 2+. On (B)(6) 2017 [facility ni]. (B)(6), attending physician. Office note. Returns for follow-up of his draining abdominal wall sinus, no interval problems. Examination reveals approximately 1 cm open sinus just superior to the umbilicus, able to retrieve some nonabsorbable suture material from this today, clean and granulating. Impression/plan: abdominal wall wound sinus likely secondary to chronically infected mesh, possible that removal of the suture material and facilitate healing. Continue local wound care with changes as discussed, wound care supplies provided, return to clinic 2 months for recheck. On (B)(6) 2017 [facility ni]. (B)(6). Office note. History of multiple prior ventral hernias which became infected, underwent removal of mesh and biologic repair in 2008, was relatively symptom free until april of this year when he presented with an anterior abdominal wall abscess which underwent bedside incision and drainage. Wound continued to drain and two months ago dr. (B)(6) removed old suture, wound has continued to drain, prior cts show anterior abdominal wall abscess but no intrabdominal process. On exam today has purulent material draining from a small opening above the umbilicus and an area of scar tissue without fluctuance or errythema [sic]. Impression: likely foreign body infection. [Missing records: records for the CT scans showing ¿anterior abdominal wall abscess but no intraabdominal process¿ were not provided.] On (B)(6) 2017 [facility ni]. (B)(6), pgy-5 resident physician; (B)(6), chief of surgical service. Operative report. Preoperative diagnosis: suture granuloma. Procedure performed: wound exploration with excision of dacron mesh and pds suture. Findings: no violation of the peritoneum. Specimens: yes, anterior abdominal wall suture and mesh sent for culture. Surgeons: (B)(6), md; (B)(6), md. Teaching physician: (B)(6), md. Anesthesia: monitored anesthesia care and local. Estimated blood loss: 5 ml. IV fluids: 800 ml. Drains: none. Complications: none. Indications: this is a 63-year-old male who experienced a previous anterior abdominal wall hernia repair with mesh placement, found to have a suture granuloma with chronic draining tract in the midline. Open suture granuloma excision and wound exploration was elected. Description of procedure: ¿the patient was placed on the operating room table in the supine position. Once adequate level of sedation was achieved, the patient¿s abdomen was sterilely prepped and draped in a routine fashion with chloraprep. A time-out was completed verifying correct patient, procedure, site, positioning and special equipment necessary prior to beginning the procedure. The granuloma and subcutaneous tract in the midline were identified. The skin and subcutaneous tissue around were infiltrated locally with lidocaine 1% with epinephrine and 0.25% marcaine. An elliptical incision was made around the granuloma to include the scar that was present. This was carried down into the subcutaneous tissue with electrocautery. The segment of skin to include these granulomas was then excised in its entirety. There were several blue thickened stiff sutures which appeared to be prolene present as was accompanying a small portion of what appeared to be darcon mesh. Mesh approximately 2 x 2 cm in total. Each of the sutures and the mesh were graft and cut and removed in their entirety and the wound was irrigated with copious sterile saline solution. Hemostasis was achieved, and the wound was packed with 1 inch iodoform gauze and covered with a sterile 4 x 4 gauze dressing secured with medipore tape. The patient was then transferred to the recovery room in satisfactory condition having tolerated the procedure well. Dr. (B)(6)was present and scrubbed for the entirety of the procedure.¿ on (B)(6) 2017 [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] On (B)(6) 2017 (B)(6); (B)(6). Discharge summary. Admit date: (B)(6) 2017. Admission diagnosis: status post granuloma debridement. Discharge diagnosis: status post granuloma debridement. Issues for primary care follow-up; asymptomatic bradycardia. Hospital course: admitted for onservation [sic] following wound exploration with excision of dacron mesh and pds suture. Following operation; wound was changed twice, he received instructions on wound care and is stable, ready for discharge. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic converted to open ventral hernia repair on (B)(6) 2004 whereby a "alleged gore device" was implanted. It was reported the patient alleges the following injuries: mesh pulled away from defect requiring revision surgery on (B)(6) 2015. Additional event specific information was not provided.